Manufacturer narrative:
The customer reported thrush which was treated by a doctor prescribed topical antibiotic medication. Thrush is caused by a yeast fungus. Yeast grows in moist, warm environments. Risk of developing thrush can be increased by recent course of antibiotics1, cracked or damaged nipples1, oral contraceptives or steroids clothing not designed for breastfeeding that traps moisture2, and hot, humid conditions. The willow device was not returned to exploramed nc7 for evaluation. However, a manufacturing review was conducted on the device history record and no nonconformances were noted in the production of this device. Based on the information provided, it cannot be definitively concluded that the willow breast pump caused or contributed to this incident of thrush. La leche league international, https://www.llli.org/breastfeeding-info/thrush/ healthline, nipple thrush and breastfeeding, https://www.healthline.com/health/nipple-thrush#takeaway.

Event description:
The customer reported to willow customer care on 02 oct 2020 that she had been diagnosed with thrush by her doctor and received a prescription compounded nipple ointment containing betamethasone, miconazole, mupirocin, and in addition, gentian violet.